Event description:
A consumer reports having a flicker of light in his side vision and states his distance vision is not very good following intraocular lens (iol) implant surgery. The consumer saw a retinal specialist who reports that the retina is normal and a second ophthalmic surgeon who states the eye is normal. The implanting surgeon reports that the patient is experiencing positive dysphotopsia and has offered to exchange the lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 07/16/2009, 07/20/2009 and 08/04/2009 by fax, mail, and phone. Additional information was received 07/21/2009 by phone. A completed questionnaire has not been received. This report mailed to FDA on: 08/14/2009.